Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide kinked during use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide kinked during use.

Manufacturer narrative:
(B)(4). The customer supplied two photos showing the guide wire retracted within the advancer tube with a separated tip. The guide wire shows evidence of use in the images. The customer also returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. Visual examination revealed the guide wire is separated from the distal end and is kinked/distorted in several locations along the body. The guide wire distal j-bend is separated and was not returned for evaluation. The coil wires have not unraveled at the point of separation and the distal end of the core wire is exposed out of the coil wires. The returned advancer assembly shows no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the kinks in the guide wire and revealed offset coils at one of the kinks. The exposed distal core wire tip is smooth and angular at the point of separation indicating a cut. The proximal weld is present and appeared full and spherical. The kinks in the guide wire were located 321, 341 and 483 mm from the proximal tip. The guide wire outer diameter was measured and was found to be within specification. The length of the guide wire was not within specification; therefore, the guide wire separated approximately 43 mm from the distal tip. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Resistance was met when advancing the kinked portions of the guide wire through the insertion components. The undamaged portions advanced with minimal resistance. A manual tug test confirmed the proximal weld was intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked/separated was confirmed through examination of the returned sample. The guide wire was separated from the distal tip. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide kinked during use.